Event description:
It was reported that a cartridge alarm 20 intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose was 145-169 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.